Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis had patient admission error. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the actual device involved in the incident, it was determined that the station admission error was likely due to an incorrect workflow. A technical support specialist (tss) verified that no admit message had been sent for the patient. The tss advised the customer that for the patient to appear in pyxis when registered under preadmit status, the admit message must be sent first. This step was necessary for the patient to be visible in the pyxis system. Since no further updates were received from the customer, the case was closed. D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available.